Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product has been discarded and is no longer available to be returned.

Event description:
The caller reported that during a routine doctor's visit she disconnected from the pump. Afterwards, she reported that she reconnected the tubing to the cannula, however she reported that she did not connect it properly, and blood glucose levels increased. In the evening of (B)(6) 2022 the customer received a blood glucose result of 700 mg/dl and experienced elevated blood glucose symptoms of dizziness, a headache and was slurring her speech. The customer's family member called an ambulance. The blood glucose results and treatment provided by the emt's was not provided. The customer was transported to the hospital and was treated with insulin transfusions. The blood glucose results obtained at the hospital were not provided. At the time of the report the patient was still hospitalized, it is unknown when she will be discharged.